Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2013. It was reported that during a stenting treatment procedure the device was unable to cross the lesion. A 3.50x32mm promus element plus stent delivery system (sds) was advanced to the de novo, 3.5x30mm mildly tortuous proximal right coronary artery (rca); however, the device was unable to cross the lesion. After multiple attempts, the device was removed from the patient and the procedure was successfully completed with a 3.5x20mm promus element plus stent. No patient complications were reported and the patient's current condition is stable. However, the returned product confirmed stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). Device evaluated by MFR: initial visual examination of the device found that the profile of the stent appeared to be swollen at approximately 5mm from its distal edge. Further visual examination noted minor kinking along the shaft of the device. No further damage was noted which could have contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).